Event description:
Had essure placed and has had health problems ever since. List of symptoms: headaches, brain shock, nausea, joint pain, back pain, nerve pain, spine/neck pain, muscle spasms, hot flashes, night sweats, blood clots during period, longer periods, pelvic pain, leg pain, hand/foot numbness, ear aches, tingly sensations, nickel taste, fatigue, chest pain, heart palpitations, heartburn. Date of use: still have implants.